Event description:
It was reported they are returning their unit for service. Description of failure: problem with the system. Would not hold well. No further info is available. No reported pt consequence.

Manufacturer narrative:
Date sent: 07/02/2007. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.